Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error. The customer¿s blood glucose level was unknown at the time of the incident. No medical treatment was need and no further details are provided.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty force sensor resistance (gold). The motor was tested outside of the device and passed.